Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the user was unable to clear the alarm. The user's blood glucose (bg) level was 122 mg/dl. It was confirmed that the user had an alternate method available to manage bg levels.